Event description:
It was reported that the patient presented to the hospital for a procedure. Prior to the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold upon interrogation. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.